Event description:
This is a spontaneous case report received from an adult female consumer via letter (in which she holds company liable for the damage caused) in (B)(6) on 08-aug-2016 which refers to who had essure (fallopian tube occlusion insert) placed in (B)(6) 2013 for sterilization. After this treatment several physical complaints developed. In the meantime patient has had follow-up treatments and the xenobiotic material has been removed. Because of the complaints patient is being impeded in her normal daily functioning and patient is suffering from injury. A safety-quality evaluation was received on 25-aug-2016. (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that the xenobiotic material has been removed. This case was considered as a potential legal case. This event, seen as device medical removal, was considered serious and listed in the reference safety information for essure. In this particular case, the exact reason for essure removal was not specified. Despite the lack of details for a comprehensive causality assessment, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information is being sought.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 08-aug-2016. The most recent information was received on 28-sep-2020. This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('low backache') in an adult female patient who had essure (batch no. 872996) inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), vision blurred ("blurred vision"), incontinence ("incontinence"), loss of libido ("libido is completely gone"), abdominal distension ("bloated belly"), arthralgia ("hip pain"), skin laxity ("occasional sagging through hip"), groin pain ("constriction in groin"), abdominal pain upper ("stinging in the side / stings at liver"), memory impairment ("forgetfulness"), mood altered ("moody"), menorrhagia ("a lot of flowing during menstrual periods"), metrorrhagia ("spotting in between menstrual periods"), ovulation pain ("feeling ovulation"), hyperhidrosis ("extreme sweating") and poor quality sleep ("sleep poorly"). The patient was treated with surgery (device removal). Essure was removed on (B)(6) 2016. At the time of the report, the back pain, vision blurred, incontinence, loss of libido, abdominal distension, arthralgia, skin laxity, groin pain, abdominal pain upper, memory impairment, mood altered, menorrhagia, metrorrhagia, ovulation pain, hyperhidrosis and poor quality sleep outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, arthralgia, back pain, groin pain, hyperhidrosis, incontinence, loss of libido, memory impairment, menorrhagia, metrorrhagia, mood altered, ovulation pain, poor quality sleep, skin laxity and vision blurred to be related to essure. The reporter commented: lawyer referred that patient reported: after essure, various physical symptoms have developed. Most recent follow-up information incorporated above includes: on 28-sep-2020: new reporter added. Lot number added. On 29-sep-2020: no new information. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4) on 08-aug-2016. The most recent information was received on 05-oct-2020. This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('low backache') in an adult female patient who had essure (batch no. 872996) inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), vision blurred ("blurred vision"), incontinence ("incontinence"), loss of libido ("libido is completely gone"), abdominal distension ("bloated belly"), arthralgia ("hip pain"), skin laxity ("occasional sagging through hip"), groin pain ("constriction in groin"), abdominal pain upper ("stinging in the side / stings at liver"), memory impairment ("forgetfulness"), mood altered ("moody"), menorrhagia ("a lot of flowing during menstrual periods"), metrorrhagia ("spotting in between menstrual periods"), ovulation pain ("feeling ovulation"), hyperhidrosis ("extreme sweating") and poor quality sleep ("sleep poorly"). The patient was treated with surgery (device removal). Essure was removed on (B)(6) 2016. At the time of the report, the back pain, vision blurred, incontinence, loss of libido, abdominal distension, arthralgia, skin laxity, groin pain, abdominal pain upper, memory impairment, mood altered, menorrhagia, metrorrhagia, ovulation pain, hyperhidrosis and poor quality sleep outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, arthralgia, back pain, groin pain, hyperhidrosis, incontinence, loss of libido, memory impairment, menorrhagia, metrorrhagia, mood altered, ovulation pain, poor quality sleep, skin laxity and vision blurred to be related to essure. The reporter commented: lawyer referred that patient reported: after essure, various physical symptoms have developed. Lot number: 872996 manufacture date: 2011-07 expiration date: 2014-07 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 08-aug-2016. The most recent information was received on 21-apr-2021. This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('low backache') in an adult female patient who had essure (batch no. 872996) inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), vision blurred ("blurred vision"), incontinence ("incontinence"), loss of libido ("libido is completely gone"), abdominal distension ("bloated belly"), arthralgia ("hip pain"), skin laxity ("occasional sagging through hip"), groin pain ("constriction in groin"), abdominal pain upper ("stinging in the side / stings at liver"), memory impairment ("forgetfulness"), mood altered ("moody"), menorrhagia ("a lot of flowing during menstrual periods"), metrorrhagia ("spotting in between menstrual periods"), ovulation pain ("feeling ovulation"), hyperhidrosis ("extreme sweating") and poor quality sleep ("sleep poorly"). The patient was treated with surgery (device removal). Essure was removed on (B)(6) 2016. At the time of the report, the back pain, vision blurred, incontinence, loss of libido, abdominal distension, arthralgia, skin laxity, groin pain, abdominal pain upper, memory impairment, mood altered, menorrhagia, metrorrhagia, ovulation pain, hyperhidrosis and poor quality sleep had resolved. The reporter considered abdominal distension, abdominal pain upper, arthralgia, back pain, groin pain, hyperhidrosis, incontinence, loss of libido, memory impairment, menorrhagia, metrorrhagia, mood altered, ovulation pain, poor quality sleep, skin laxity and vision blurred to be related to essure. The reporter commented: lawyer referred that patient reported: after essure, various physical symptoms have developed. Lot number: 872996 manufacture date: 2011-07 expiration date: 2014-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-apr-2021: the outcome for all adverse events (back pain, vision blurred, incontinence, loss of libido, abdominal distension, arthralgia, skin laxity, groin pain, abdominal pain upper, memory impairment, mood altered, menorrhagia, metrorrhagia, ovulation pain, hyperhidrosis and poor quality sleep) was updated. New reporter (lawyer) added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 08-aug-2016. The most recent information was received on 27-jan-2022. This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('low backache / pain') in an adult female patient who had essure (batch no. 872996) inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), vision blurred ("blurred vision"), incontinence ("incontinence"), loss of libido ("libido is completely gone"), abdominal distension ("bloated belly"), arthralgia ("hip pain"), skin laxity ("occasional sagging through hip"), groin pain ("constriction in groin"), abdominal pain upper ("stinging in the side / stings at liver"), memory impairment ("forgetfulness"), mood altered ("moody"), heavy menstrual bleeding ("a lot of flowing during menstrual periods"), intermenstrual bleeding ("spotting in between menstrual periods"), ovulation pain ("feeling ovulation"), hyperhidrosis ("extreme sweating"), poor quality sleep ("sleep poorly"), menstrual disorder ("changes in menstrual cycle"), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("allergic reactions"), bladder disorder ("bladder problems"), dyspareunia (" dyspareunia"), mental disorder ("psychological problems"), feeling abnormal (" brain fog"), amnesia (" memory loss"), alopecia ("hair loss") and tooth disorder (" dental problems") and was found to have hormone level abnormal ("hormonal problems"). The patient was treated with surgery (device removal). Essure was removed on (B)(6) 2016. At the time of the report, the back pain, vision blurred, incontinence, loss of libido, abdominal distension, arthralgia, skin laxity, groin pain, abdominal pain upper, memory impairment, mood altered, heavy menstrual bleeding, intermenstrual bleeding, ovulation pain, hyperhidrosis and poor quality sleep had resolved and the menstrual disorder, genital haemorrhage, hypersensitivity, bladder disorder, dyspareunia, mental disorder, feeling abnormal, amnesia, alopecia, tooth disorder and hormone level abnormal outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, alopecia, amnesia, arthralgia, back pain, bladder disorder, dyspareunia, feeling abnormal, genital haemorrhage, groin pain, heavy menstrual bleeding, hormone level abnormal, hyperhidrosis, hypersensitivity, incontinence, intermenstrual bleeding, loss of libido, memory impairment, menstrual disorder, mental disorder, mood altered, ovulation pain, poor quality sleep, skin laxity, tooth disorder and vision blurred to be related to essure. The reporter commented: lawyer referred that patient reported: after essure, various physical symptoms have developed. Lot number: 872996 manufacture date: 2011-07 expiration date: 2014-07. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-jan-2022: new adverse events added: abnormal bleeding, changes in menstrual cycle, allergic reactions, bladder problems, dyspareunia, psychological problems, brain fog and memory loss, hair loss, dental problems and hormonal problems. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of back pain ("low backache") in an adult female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), vision blurred ("blurred vision"), incontinence ("incontinence"), loss of libido ("libido is completely gone"), abdominal distension ("bloated belly"), arthralgia ("hip pain"), skin laxity ("occasional sagging through hip"), groin pain ("constriction in groin"), abdominal discomfort ("stinging in the side / stings at liver"), memory impairment ("forgetfulness"), mood altered ("moody"), menorrhagia ("a lot of flowing during menstrual periods"), metrorrhagia ("spotting in between menstrual periods"), ovulation pain ("feeling ovulation"), hyperhidrosis ("extreme sweating") and poor quality sleep ("sleep poorly"). The patient was treated with surgery (device removal). Essure was removed on (B)(6) 2016. At the time of the report, the back pain, vision blurred, incontinence, loss of libido, abdominal distension, arthralgia, skin laxity, groin pain, abdominal discomfort, memory impairment, mood altered, menorrhagia, metrorrhagia, ovulation pain, hyperhidrosis and poor quality sleep outcome was unknown. The reporter considered abdominal discomfort, abdominal distension, arthralgia, back pain, groin pain, hyperhidrosis, incontinence, loss of libido, memory impairment, menorrhagia, metrorrhagia, mood altered, ovulation pain, poor quality sleep, skin laxity and vision blurred to be related to essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 1-sep-2017 for the following meddra preferred term: back pain: the analysis in the global safety database revealed 327 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 31-aug-2017: information was received via regulatory authority dutch health care inspectorate (igz) (reference number: (B)(4)). New events added (blurred vision, incontinence, libido is completely gone, bloated belly, low backache, hip pain, occasional sagging through hip, constriction in groin, stinging in the side / stings at liver, forgetfulness, moody, a lot of flowing during menstrual periods and spotting in between, feeling ovulation, extreme sweating, sleep poorly and other vague complaints. Event deleted: xenobiotic material removed. Essure was removed (B)(6) 2016. Ha (igz) added as reporter. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow-up received on 12-sep-2016: no response to request for follow-up consent was received. (B)(4). The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 12-sep-2016 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 415 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that the xenobiotic material has been removed. This case was considered as a potential legal case. This event, seen as device medical removal, was considered serious and listed in the reference safety information for essure. In this particular case, the exact reason for essure removal was not specified. Despite the lack of details for a comprehensive causality assessment, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information is expected.